Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The system failed the mechanical tests. The 10 a fuses of the mobile view station (mvs) failed. The 10 a fuses were replaced, and system runs as intended. The system was found to be fully functional. No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information that an mobile view station (mvs) could not power on. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacturing date updated to 2017-12-01. If information is provided in the future, a supplemental report will be issued.